Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported that a patient contacted them and said when they were near the microphone has a crazy pulsing feeling and dramatically increases near the microphone. They changed the microphone frequency which seemed to help, but then reported a constant "tugging" sensation in the pelvic area which occurs when the stimulation was off, that had been occurring for about three weeks. Follow up from the manufacturing representative reported that the tugging was due to electromagnetic field (emi) between a speaker and microphone. The sensation was resolved as the patient was no longer in the location of the speaker and microphone and the implant is turned off. The patient was scheduled to have their implantable neurostimulator (ins) removed on (B)(6) 2016. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.